Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00884 for the other associated device information. It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to perform cold polypectomy; however, the snare failed to cut the polyp. A second sensation snare was used and encountered the same issue. It was reported that cautery was used to cut the polyp and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device found no anomalies. It was reported that the device passed the retroflex test; it extends and retracts within specification. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00884 for the other associated device information. It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to perform cold polypectomy; however, the snare failed to cut the polyp. A second sensation snare was used and encountered the same issue. It was reported that cautery was used to cut the polyp and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.